Manufacturer narrative:
Product event summary: the device was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported "low flow event" event was confirmed through log file analysis which revealed a sudden decrease in power consumption beginning (B)(6) 2018 at approximately 03:15:00. Eight low flow alarms were logged since (B)(6) 2017, 2 of which occurred on (B)(6) 2018. Furthermore, one vad stopped event was logged on (B)(6) 2018 at 04:06:59 indicating a manual stoppage. A controller power up event was logged on (B)(6) 2018 at 04:12:04 and a motor start event at 04:12:50. One (1) vad disconnect alarm was logged on (B)(6) 2018 at 04:12:09, indicating a physical disconnection of the driveline from the controller. Based on the available information, the vad stopped event, controller power up and associated motor start and vad disconnect alarm likely occurred after the patient was found during the mentioned advanced cardiac life support (acls)/ cardiopulmonary resuscitation (CPR) attempt mentioned in the event details. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, low flows may be attributed to multiple factors including but not limited to poor vad filling, thrombus at inflow cannula/outflow graft. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that eleven days post ventricular assist device (vad) implant, the nurse went to patient's room around 0320 in the morning to assess a telemetry alarm. When the nurse entered the room, they found the patient on the floor. The vad driveline appeared to have pulled out of the abdomen away from the exit site approximately 5-6 inches. Advanced cardiac life support (acls)/ cardiopulmonary resuscitation (CPR) was attempted but was unsuccessful. The patient was pronounced dead around 0415 that morning. It is believed that when the patient fell the patient pack containing the controller and batteries may have gotten caught on the bed side rail and did not fall with them and the driveline was pulled. The vad flow started trending down a few minutes before the patient was found on the floor and a low flow alarm was noted several minutes after.